Event description:
A customer reported that during setup for a cataract procedure, the phaco ultrasound did not work. There was no pt involvement. The sys was switched out to proceed with surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).